Event description:
The company was informed that the patient's device was explanted due to an infection. The patient was treated with antibiotic (type unknown); however, the treatment was not successful. The patient's device was explanted. The patient had purulence surrounding the implant body as well as purulence in the mastoid.